Event description:
It was reported that the patient developed pain down the leg after falling on the side where the ipg was located. It was also noted that the leads had high impedances. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 5020135/21505469/5081395 product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6). Batch: 19085054